Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. G1 email is: regulatory.responses@icumed.com. One device sample was received in used condition without the original packaging. Three photos were included for evaluation; the photos showed the complaint samples. Per visual inspection, no visual defects were detected in the sample. A leak test was performed where the cuff did not stay inflated, and a tear in the balloon was identified, which caused the leak. The complaint was confirmed. As during the pre-check no leakage was reported on the cuff, and it wasn?t until it was introduced into the patient when it leaked, the root cause could be due to improper use of the product. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions are required since the main cause of the leakage problem was improper use of the product.

Event description:
Medical assessment received 07-feb-2024: a patient of unknown age or gender, with no medical history provided, was intubated as an emergency procedure. In preparation for the intubation, the clinician reported that the cuff of the endotracheal tube was infused with 10 cc of air and confirmed that the cuff was inflated. During ventilation, the ventilator alarmed indicating? Loss of peep (peak end expiratory pressure)?, this indicated loss of airway pressure. It is reported that the clinician repeatedly re-inflated the cuff and adjusted the cuff pressure to about 40. It is also reported that upon checking the tube, the customer found a leakage of air from the cuff. It was also asked if the neck was auscultated with a stethoscope for leakage after tube placement, it was reported that ?immediately after intubation, the clinician felt the pilot balloon to check for cuff leak? This medical assessment concludes that a tear in the cuff likely occurred during placement. As a leak around the cuff was not auscultated for after tube placement and securement, but rather the pilot balloon was assessed for adequate cuff inflation, this would be improper use of the product. This is supported by the? Loss of peep? Alarm indicating loss of airway pressure even when the cuff was re-inflated after each alarm.

Manufacturer narrative:
Other, other text: b5 updated with additional information. H6 hei code updated.

Event description:
Additional information was received by smiths medical regarding this event. Smiths medical asked the following questions and received the following responses. 1. What type of intubation was it, difficult or easy or moderately difficult? Please have them describe. Intubation was completed smoothly and without difficulty. 2. Did the patient have poor dentition, could a sharp tooth have torn the cuff during a difficult intubation? The patient had only a few teeth and no sharp points. It was argued that the bite block was unnecessary 3. At intubation, did the physician document seeing the vocal cords and the tube go through the cords? The doctor confirmed, but there is no document. 4. Did the clinician auscultate for leakage after placement of tube and inflation? Put stethoscope to neck and listen for a leak-standard practice. Immediately after intubation, the clinician felt the pilot balloon to check for a cuff leak. 5. Did the tube just leak, or did the endotracheal tube become dislodged from the trachea? Every time the alarm sounded, the clinician repeatedly reinflated the cuff and adjusted the cuff pressure to about 40. 6. How was the endotracheal tube secured to patient? The upper lip and the tube, and the cheek portion and the tube were double taped.

Event description:
Patient death reported. After an emergent tracheal tube insertion, the physician took their eyes off the patient for about 10 minutes. When the physician returned, it was found that the tube had been dislodged. The patient was sedated at the time and not able to remove the tube themselves. Further investigation found that the cuff had leaked after initial insertion. Additional information stated that patient positioning was difficult but the intubation happened without an issue. Hospital procedures state that the physician should inflate the cuff while in the patient and check for patency. Reporter stated that the physician did not follow these instructions after placing the device. The ventilator indicated "loss of peep" alarm which indicated that peep was under the limit. Customer states that they believe the cuff leakage occurred immediately upon intubation as the "loss of peep" alarm had been activated before the clinician took their eyes away from the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.